Event description:
A healthcare professional (hcp) later reported that the causes of the pump flip were pump movement in the pocket, pump sutures having been cut or torn through, and obesity. The patient recovered without permanent impairment.

Event description:
The patient experienced pain and less than 50 percent therapy relief; location was generalized. The patient stated the pump had been flipping since (B)(6) 2014 and never had a ¿pocket fill¿ as a result. X-rays were done and confirmed the pump was flipped. The pump was flipping in the pocket. It had been tacked in with a dacron pouch at initial implant. The catheter had a kink at the proximal end at the anchor site. The pump pocket was opened up and the catheter was coiled in the pump pocket. When it was freed from the tissues and disconnected from the pump there wasn't any flow from the catheter. The catheter was cut to remove any catheter that appeared twisted and there still wasn't any flow. The catheter insertion site was opened and you could visualize the catheter kinked at the anchor. Once the catheter was freed from the tissues it flowed spontaneously. A catheter revision was done (B)(6) 2015 and the catheter was replaced. The new catheter was then connected to the existing spinal segment. During the revision there was no obvious reason noted for why the pump was flipped. The pump was removed from the pocket and placed back in and sutured down using the suture loops to deep fascia. Patient status at time of this report was alive; no injury. The pump was delivering lioresal. Patient outcome was not reported regarding this event. Further follow-up is being conducted to obtain this information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. (B)(4).